Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent, pain and irritation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU states that the istent® is indicated for use in conjunction with cataract surgery for the reduction of intraocular pressure (iop) in adult patients with mild to moderate open-angle glaucoma currently treated with ocular hypotensive medication. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus stent procedure, a portion of the stent, ¿appeared to be sitting on the iris on the angle," and the patient reported experiencing localized irritation and pain in the operative eye. Reportedly, the patient does not have glaucoma, and therefore, the treating surgeon is considering removing the stent. Additional information has been requested.